Event description:
I got a cunnungham incontinence clamp and instructions how to use (B)(6), 2014. Told ok to wear at night so did. Somehow it got pushed against a testicle very painful. Now, still have pain when try to get up from sitting. Testicle seems swollen. Am back on just pads but incontinence seems worse then before. I feel certain the pain will go with healing but I will not use the clamp again, at least not at night. If it happens once, it can happen again. Brief report as you asked. I will discuss this with doctor next visit to this office.